Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. There was some noise during the event. Technical services discussed some programming options. The shock occurred while the sensing was in the secondary mode. It has now been re-programmed to the primary sensing vector. There were no additional adverse patient effects. The system remains implanted.